Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.

Event description:
A medwatch report was received indicating that when the io was removed from the left medial humerus, the io was not intact upon removal. It was noticed that there was 3 notches out of 5 when removed from the patient. Physician was notified and a stat x-ray of left humerus was completed. Follow-up information was received from the initial reporter that the remaining piece of needle was not removed and the patient is stable.